Manufacturer narrative:
A partial lead with the connector portion measuring 15.8 cm was returned or analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. During device interrogation post patient¿s death, it was noted that there were multiple vt episodes and electrogram showed only one episode. During an attempt to export and print the log files, device went into reset. Upon re-interrogation, the event log was cleared and the file was corrupted. The device also showed a reset event few weeks prior to device implant. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.

Manufacturer narrative:
Device evaluated by manufacturer- should have been ¿yes¿ instead of ¿no¿. Please remove ¿no¿ and ¿why not evaluated¿ comment.